Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer's mother reported via telephone call that the customer was hospitalized due to high blood glucose. The blood glucose reading was 600 mg/dl. The customer was wearing the insulin pump at the time of the event. The drive support cap appeared normal and recessed. Insulin exited with a manual prime and no leaks or air bubbles were observed. The insertion site was not sore or irritated but the infusion set cannula was bent. The caller was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.